Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of eight (8) samples and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the returned samples, no yellowish septum was observed. Through visual examination of the photo, a yellowish septum was observed. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photo, the reproted issue was confirmed. An approved project is in place to further address issues with yellowish septum. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: issue: brown liquid in the center of the catheter hub.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.